Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2020-05558. It was reported that the patient's device had driveline communication fault alarms on (B)(6) 2020 at 12:39:38. The modular cable and system controller were exchanged per the recommendation of technical services.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline communication fault alarm was confirmed based on the information recorded in the log file retrieved from the returned system controller serial number (B)(6). The data log file contained events recorded from (B)(6) 2020. The information recorded on (B)(6) 2020 at 12:39 revealed that a driveline communication fault alarm associated with an intermittent com b fault became active. The driveline comm fault alarms were active until the end of the log file on (B)(6) 2020 at 13:49:23. The alarms did not affect pump operation. The returned modular cable was connected to the returned system controller, a test pump, patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function and did not result in any alarm. The modular cable was functionally tested and passed the test procedure. In conclusion, the driveline communication fault alarm recorded in the log file was not able to be reproduced during the evaluation of the returned modular cable and a specific root cause for the alarm was not able to be determined. Device history record (shop order: (B)(4)) was reviewed and showed no deviations from manufacturing or qa specifications. Modular cable lot # 6424195 was shipped in the implant kit of (B)(6) on 14aug2018 in ifs order number (B)(4). Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend or twist any cables or the driveline. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.